Event description:
It was reported that the insulin pump alarmed no delivery during priming bolus. Customer stated that she is using quick sets. Customer stated he always has this issue and wanted insulin pump replacement. Customer's blood glucose was 13.8 mg/dl. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.